Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 2.50x32mm taxus liberte stent delivery system (sds) was advanced to the severely tortuous unspecified target lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).